Event description:
Device 1 of 2. Ref MFR report 1627487-2013-01821. It was reported the pt was experiencing a burning sensation at her ipg site while charging. The pt also reported trouble walking due to the location of her ipg and it would severely shock her and her ipg would not hold a charge. Reprogramming was unable to resolve the issues. The pt turned off her scs system 4-6 weeks after it was implanted. Her heart doctor will not clear her for an explant since she has congestive heart failure. On 08/01/2012, st jude medical, neuromodulation division, sent field action letters to pts related to heating while charging and raised awareness of this issue to pts. An increase in prior non-reported heating while charging events and other non-reported events was expected.

Manufacturer narrative:
This ipg serial number was included in a field advisory and a field correction. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.